Event description:
Discordant, falsely elevated insulin-like growth factor 1 (ig1), growth releasing hormone (grh), adrenocorticotropic hormone (act), antithyroglobulin antibody (ata), and antithymocyte globulin (atg) results were obtained on patient samples on the immulite 2000 instrument. The initial results were reported to the physician(s), who questioned the results. The samples were rerun, and the corrected results were reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant ig1, grh, act, ata, and atg results.

Manufacturer narrative:
A siemens global product support specialist (gpss) and a siemens field service engineer (fse) evaluated the immulite 2000 instrument and the instrument's data. The fse checked the instrument and cleaned the wash spin system, the waste tube, and the probes. After reviewing the instrument's data and evaluating the instrument , the cause of the discordant results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.